Event description:
This female pt was undergoing cavernous sinus embolization approaching from inferior petrosal sinus. The microcatheter (mc) was advanced into the cavernous sinus and two coils were placed into the sinus. Resistance was felt during advancement of the 3rd coil but it was possible to be advanced. During attempt to detach the coil, the syringe made a stange sound and broke. The coil was withdrawn from the mc. There was no info how the procedure was completed. There was no adverse consequence to the pt.